Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracotomy, the device would not fire as after articulating the reload, it would not turn back. Another device was used to complete the case. There was no patient injury.